Manufacturer narrative:
Based on the information available, field service engineer advised the customer to replace the battery in order to fix the issue. Working condition of the device is unknown as mentioned by field service engineer. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator self-test failed. There was no patient involvement.